Event description:
After 3 years of cochlear implant use, this pt reportedly went to an ent clinic for ear wax removal. When staff members were removing the wax from her ears, her eletrode array was inadvertenly pulled out. The pt then sought advice from her cochlear implant physician who was able to reposition the implant without explanting the device.